Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first im nail was replaced with an 11mm x 380mm, standard nail using two proximal screws and one distal screw. There is no way to predict a non-union or failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fractured right femur; was replaced due to a non-union.